Event description:
Reporter stated that patient obtained back-to-back glucose results of 3.1 mmol/l and 8.5 mmol/l on the aviva system. At the time the results were obtained, patient was reportedly feeling hypoglycemic. Patient self-treated by eating toast and jam. No adverse event associated with the alleged malfunction has been reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.